Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for two in a half days, due to diabetic ketoacidosis (dka) nausea and vomiting, while wearing the pod. At the hospital, the patient was placed on an intravenous (IV) of insulin and fluids to balance the electrolytes.